Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that a communication failure with the scope caused by the worn video connector socket led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a broken video connector pushed, worn sockets, and front panel cosmetic damage and poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was scope communication error (b30) when using the video system center. The issue occurred during preparation for use, and the unspecified diagnostic procedure was completed with a similar device. There was no patient harm associated with the event.